Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to a capture anomaly. No further information was available.

Event description:
New information received states that the patient presented in the clinic for a device follow up. It was noted that the atrial lead exhibited high capture threshold. The lead was capped and replaced on(B)(4) 2018. The patient was stable during and post procedure.